Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2010; 5071-53 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported the patient is deceased. It was further reported that there was some occasional undersensing with double counting of wide complex beats. A lead integrity alert (lia) was triggered due to sensing integrity counter (sic) and non-sustained tachycardia with cycles of <(> <<)> 220 milliseconds. Further information obtained from the physician reported the patient had a sinusoidal ventricular rhythm which resulted in detection difficulty. The cause of death was requested but was not known.